Event description:
Boston scientific crm received info that this transvenous atrial pacing lead was dislodged one day post implant. It was noted that the physician selected a lead that was too short for the pt's anatomy. It was also reported that the shock lead impedance test (slit) with this defibrillation lead was not successful during the implant procedure. The boston scientific crm rep stated that the device was not in the pocket at the time of the test. A boston scientific crm technical services consultant discussed that the device needed to be in the pocket during the slit. Finally, it was reported that this coronary sinus lead was an attempted implant. The pt's vessel was small, and another boston scientific coronary sinus lead fit better for this pt. Implant and explant dates are unavailable.